Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was pouring out insulin. The customer's blood glucose was 266 mg/dl. The customer stated that insulin was squirting out during the manual prime. Troubleshooting was done. The customer was unable to go beyond the fill cannula stage. Advised the insulin pump needed to be replaced. Advised customer to not attempt bolus delivery while in the rewind/full tubing process. Advised customer that a replacement insulin pump would be sent. Nothing further reported.